Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported the patient experienced a drop in heart rate and expired. The patient presented to the hospital complaining of back pain. Forty five hours later, after a workup was performed and consultation with a vascular surgeon, it was noted that the patient had very swollen legs bilaterally and very low pedal pulses. The patient was diagnosed with phlegmasia. Bilateral venogram s were performed and revealed the patient had a clot within the previously placed inferior vena cava (ivc) filter through the bilateral illiacs. While the patient was on the table, a myocardial infarction occurred based on EKG. The patient was intubated and sent to the intensive care unit (ICU). Later that day, the patient was brought back to the interventional radiology department for a thrombectomy treatment procedure. Access was obtained via the bilateral popliteal and an angiojet zelante dvt catheter was placed in the ivc. The physician infused 10 mg tpa in each leg and waited for approximately 45 minutes. Thrombectomy treatment was conducted on the right leg and the left leg was stented. After about 68 seconds of total run time, the patient's heart rate dropped from 68 to 42 to 0 within 2 or 3 seconds. The patient went into cardiopulmonary arrest but was able to be revived and sent back to the ICU. The patient coded several more times that day and eventually expired.